Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system changed from air to fluid mode on its own and displayed a red stop sign. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Additional information: the system was examined. The reported system message (sm) was observed (via event log review). However, the company representative was unable to replicate the reported event. The supervisor card was then replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 10, 2009. Based on qa assessment, the product met specifications at the time of release. The (sm) codes are a designed function of the system. Therefore, the system was functioning as intended. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).